Manufacturer narrative:
The investigation into the purge leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. Without additional information, the root cause of the purge leak was unable to be determined because the product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59 year-old male with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that leaking was noted at the red plug. After troubleshooting, the leak seemed to occur towards the end of the red plug or purge side arm. No additional information was provided. There was no patient harm reported.